Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. This is the only complaint reported to date for this lot number and these failure modes. The device was returned. The investigation is confirmed for balloon detachment based on the condition in which the sample was received. The investigation is inconclusive for balloon rupture as the balloon segment was not returned. The definitive root cause could not be determined based upon the available info. It is unk if patient and/or procedural issues contributed to the reported event. Potential adverse reactions: add'l intervention.

Event description:
It was reported that the pta balloon ruptured at 16 atm after several inflations in the central vein and during retraction, the balloon completely detached from the catheter. The detached balloon was removed percutaneously with a snare device. There was no reported pt injury.